Event description:
It was reported that at the conclusion of treatment when the pads were pulled away from the skin. The backing came loose and the patient was found to have blisters in multiple areas of the body.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.